Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration, swollen lymph nodes, and capsular contracture.

Event description:
Patient representative reporting "patient noticed a lump in their right armpit". MRI results provided show "subpectoral implant with increased permeable cover with gel-bleeding sign. Intracapsular rupture, right axillary several and enlarged lymph nodes level I-iii. Lymph node conglomerate level iii. Histological analysis recommended to exclude lymphoma. No signs of intracapsular proliferation, no signs of seroma. On the right discrete capsular contracture, no suspicious lesions, some microcysts". This relates to the right implant. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.6b., h.6.

Event description:
Patient representative reporting "patient noticed a lump in their right armpit". MRI results provided show "subpectoral implant with increased permeable cover with gel-bleeding sign. Intracapsular rupture, right axillary several and enlarged lymph nodes level I-iii. Lymph node conglomerate level iii. Histological analysis recommended to exclude lymphoma. No signs of intracapsular proliferation, no signs of seroma. On the right discrete capsular contracture, no suspicious lesions, some microcysts". This relates to the right implant. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst-breast: unable to observe since it is not related to the device. ¿ silicone migration-breast: unable to observe since it is not related to the device. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ lymphadenopathy-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient representative reporting "patient noticed a lump in their right armpit". MRI results provided show "subpectoral implant with increased permeable cover with gel-bleeding sign. Intracapsular rupture, right axillary several and enlarged lymph nodes level I-iii. Lymph node conglomerate level iii. Histological analysis recommended to exclude lymphoma. No signs of intracapsular proliferation, no signs of seroma. On the right discrete capsular contracture, no suspicious lesions, some microcysts". This relates to the right implant. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g2, h6.

Event description:
Patient representative reporting "patient noticed a lump in their right armpit". MRI results provided show "subpectoral implant with increased permeable cover with gel-bleeding sign. Intracapsular rupture, right axillary several and enlarged lymph nodes level I-iii. Lymph node conglomerate level iii. Histological analysis recommended to exclude lymphoma. No signs of intracapsular proliferation, no signs of seroma. On the right discrete capsular contracture, no suspicious lesions, some microcysts". This relates to the right implant. Device remains implanted.